Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump touchscreen was frozen and unresponsive. Reportedly, the customer performed a pump reset to resolve the issue. It was also reported that there were lines on the pump touch screen. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.